Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. The instrument failed an electrical continuity test. There was no obvious damage to the conductor wires on the distal end. The housing was removed from the back end, the conductor wire was not dislodged or damaged. The electrical contacts were not bent or broken. The root cause was not determinable. The instrument was transferred to engineering for further review. Advanced failure analysis was performed. The primary failure analysis findings was confirmed. The instrument failed the electrical continuity test. One of the wires was found to be completely broken at the waterfall pulley junction in the backend. This is due to a manufacturing-related failure. A review of the site's complaint history does not reveal any related complaints involving this product or this event. A review of system logs for system (B)(4) with a procedure date of (B)(6) 2021, confirmed a maryland bipolar forceps (pn# 471172-16 / lot # n10210510 - 0007) was exchanged with another maryland bipolar forceps (pn# 471172-16 / lot # n10210510 - 0015) during this procedure. The instrument has a maximum of 14 uses. The alleged event occurred on the 3rd use of the instrument and there were 11 more uses remaining. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the additional information obtained from failure analysis investigations, this complaint is being reported due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument suddenly stopped applying energy. The site tried with more tissue and changed the cable but the issue was not resolved. The procedure was completed with a back-up instrument with no reported injury.